Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 700 mg/dl. The customer had been throwing up and had diarrhea with the high blood glucose. The customer had influenza a at the time of the adverse event. The customer was treated with zofran, fluids and an insulin drip. The customer had also been hospitalized on (B)(6) 2013 with low blood glucose of 11 mg/dl at the time of admission. The customer was not on insulin pump therapy at the time and had experienced seizures prior to the hospitalization. It was unknown what the potential cause of the low blood glucose was. The customer subsequently was in a coma and fed through a feeding tube. The customer also received a no delivery alarm in the past that was resolved by an infusion set change. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.